Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the low-voltage pacing lead position was changed three times without success. It was noted the threshold was high with a small p-wave value. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.